Manufacturer narrative:
The device has not yet been received for evaluation. Should additional information be received a supplemental form will be completed. T: slim user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin. Humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog.

Event description:
It was reported the customer has experienced high blood glucose levels (250 mg/dl). Customer uses humalog insulin and changes cartridge and infusion set typically every 3 days.